Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported "a metal guide is passed and left set without complications and left connected to a transducer simple pressure with adequate curve and plateau, at 6:00 am at the time of intake of control gases no return is observed and the line becomes dysfunctional without curve and monitoring." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "a metal guide is passed and left set without complications and left connected to a transducer simple pressure with adequate curve and plateau, at 6:00 am at the time of intake of control gases no return is observed and the line becomes dysfunctional without curve and monitoring." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".